Event description:
The lay user/patient contacted lifescan on january 24, 2007 and alleged that his one touch ultra meter was reading inaccurately high. The patient reported that two days earlier, he tested on the reported meter at 6:00 pm with a result of 180 mg/dl. He was not experiencing any symptoms of high or low blood glucose at this time. Based on that meter result, he took insulin (7 units humalog) and ate dinner (more than his usual meal). The patient was not willing to provide his sliding scale regimen for the humalog insulin, but stated that he would not take any humalog insulin if his blood glucose was < 120 mg/dl. However, if the result was between 121-180 mg/dl, he would calculate 2 units of humalog insulin (it is unclear as to how he calculated 7 units). Between 7-8 pm, the patient took his set amount of 18 units of lantus insulin. He was not experiencing any symptoms of high or low blood glucose at this time. However, at 10:00 pm, he experienced dizziness, and was shivering, and sweaty. He tested on the reported meter right away with a result of 160 mg/dl which did not correlate with the symptoms. He ate some toasted bread with chocolate and felt much better within 10 minutes. The next time he tested was at 11:57 pm with a result of 187 mg/dl; he was asymptomatic at this time. He usually tests his blood glucose three times a day prior to each meal. At this time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area correctly. The patient had tested his test strips/meter with control solution and the result was within range. However, the control solution wa expired. This complaint is reported because the patient alleges he took insulin based on the meter result and 4 hours later, he had symptoms he felt was due to being hypoglycemic. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will in form FDA of the results in a supplemental report.